Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal iliac artery to treat a type ii endoleak using a lantern delivery microcatheter (lantern). During the procedure, while advancing the lantern, the physician noticed that the lantern would not advance. The physician decided to remove the lantern. The lantern was removed. After removal of the lantern, the physician noticed that the lantern was fractured at the midshaft. The procedure was completed using another lantern. There was no report of an adverse effect to the patient.